Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured march 4, 2015 to march 5, 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not reveal any signs of abnormality. Functional flow testing was performed and the device flowed normally and within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified folfusor under infused. The reporter stated that the device did not completely empty after two days of therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.